Event description:
Physician noticed that there was a flattened section on the catheter at the distal end of the flexible segment. This was observed as the catheter was about to be introduced into the sheath over a guidewire. Catheter was replaced and the case proceeded without incident.

Manufacturer narrative:
Technical eval: the device showed a flat section and a kink distal from the tip, and a kink proximal from the hub. Conclusion: the proximal kinks on the main shaft are most likely due to the shipping condition of which the device was returned. The distal flat section was noticed upon removal from packaging. This may indicate that the damage occurred during transit to the customer or during the packaging process. The DHR of this mfg lot has been reviewed. The MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-02.a (lot # l13034) and sub-assembly (B)(4) (lot #12877). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot #l13034) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. The DHR review of sub-assembly (B)(4) lot # l12877 indicated that 100% inspection of the device resulted in (B)(4) visual rejects post hub molding and (B)(4) visual rejects post coating. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirements.